Event description:
Event was determined to be reportable based on analysis. It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a lumen leak occurred. The lesion was located in the right coronary artery (rca). The quantum maverick monorail 4.5mm x 8mm balloon catheter was being prepped when the physician noted fluid leak from the guide wire port. It was reported that the balloon was inflated when pressurized with an inflation device. The device had no contact with the pt. The procedure was completed with a different device. The pt's status was reported as "no problem." Analysis revealed a core wire protruding out of the mid-shaft, near the port causing the device to leak.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. There was blood present in the balloon and the distal outer which states that the product was used in the pt. Visual and microscopic examination of the returned device revealed that the core wire was protruding out of the mid-shaft, near the port causing the device to leak. It I was not possible to determine how or when the damage occurred. A review of the mfg records for this batch shows that the device met its material, assembly and product specs. The most probable root cause was attributed operational context due to the anatomical or procedural factors encountered during the procedure.